Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. Upon follow-up, the customer was discharged on (B)(6) 2018 and resumed pump therapy. Blood glucose was reported as being "great". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. A bolus via the pump and insulin injections were used to address high bg; however, the bg did not decline. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated insulin drip/saline. High bg/dka was resolved. The customer had not yet been discharged. During a pump system check, the pump date was found to be off by one day. The incorrect date was reported to have been use error. The customer did not think the incorrect date had an impact on the customer or bg. Reportedly, the contact discussed the high bg event with their healthcare provider.